Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image due to a printed circuit board failure. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reportable malfunction documented in b5, the following was found: an old version of software was being used. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (1) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that faulty patient board set led to the malfunction. Olympus will continue to monitor field performance for this device.